Event description:
It was reported that intermittent occlusion alarms occurred. System check was performed by tandem technical support and no issues were identified. Customer¿s blood glucose (bg) level was 450 mg/dl. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received.